Manufacturer narrative:
Follow-up #1: date of submission 09/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: power reboots were observed in the black box download. The battery compartment was cracked in two places. Corrosion was observed in the battery compartment. The pump leaked at the battery compartment cracks. The pump was disassembled and no further evidence of moisture was found. No damages were found to the battery cap; however, the cap was unable to secure to the pump properly; therefore, a power loss was duplicated during the testing. Power rebooting was duplicated with a test cap as well. The battery cap contact height and width measurements were found to be within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.